Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up with the health care provider that the patient presented s/p tia with right sided weakness and slurred speech. Echocardiogram performed fifteen (15) years, two (2) months post-implantation revealed severe restriction of the leaflets. The patient began experiencing worsening dyspnea and edema over the following months and presented for valve replacement. This (B)(6) male was deemed too high risk for a standard operation. Therefore, a 23mm sapien 3 was successfully deployed via transfemoral approach with no complications. Tee revealed a well-seated, well-functioning valve with trace perivalvular insufficiency. The patient was transferred to the ICU in stable condition and was discharged on pod #4. The patient also had a history of cva x 2 with residual right sided weakness, requiring use of a walker and mild slurred speech after initial avr surgery.

Event description:
The patient was treated with an edwards transcatheter valve in the aortic position. The patient was extubated and transferred to the cicu in stable condition with unchanged rhythm or rate.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. The device history record (DHR) review was not able to be completed as information regarding this device's serial number was not provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The patient is currently being evaluated for valve-in-valve intervention but has yet to undergo the procedure. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 23mm bioprosthetic aortic heart valve is failing after sixteen (16) years due to aortic stenosis. As reported, the patient is being evaluated for possible valve-in-valve intervention but the procedure has not been scheduled.